Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to improper placement of the electrode array, poor performance and lack of benefit with implanted device. The patient was reimplanted with another cochlear device during the same surgery.